Manufacturer narrative:
Technician visited the facility on (B)(6) 2011. He operated the lift with sling and (B)(6) of weight, and found they operated as designed. No defect was found with the sling or sling bar. The overhead beam set had damage to the plastic housing. The most probable cause for this incident is that the loops of the sling were not securely applied to the sling bar prior to transfer. The instruction guide (B)(4) for viking m, clearly state: "before lifting always make certain that (among other points): the lifting accessory is correctly and securely applied to the patient, so that no personal injury can occur. The lifting accessory is correctly applied to the lifting equipment. The sling's strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface."

Event description:
Facility staff alleges that a resident fell out of the lift while being transferred from the bed to the chair. Allegation that one of the sling straps slipped out of the sling bar, causing the incident. The patient fell to the floor and suffered laceration to the head and a fractured skull.